Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Patient provided sn as (B)(4) and (B)(4) affected side and serial remain unconfirmed. Reason for reoperation: rupture.

Event description:
Patient reported rupture, unknown side. Device has been explanted.